Event description:
A discrepant (B) (6) result was obtained on a pt sample: (B) (6) pt data: (B) (6) = 6.99. (B) (6) = 0.00. The positive result was not sent to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discrepant (B) (6) result.

Manufacturer narrative:
An urgent field safety notice has been sent to customers to mitigate this issue for false reactive (B) (6) results.